Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular lead exhibited steep and steady rise in impedance measurements coupled with out-of-range impedance values for all vectors which included e1, which is suggestive of impairment of the e1 lead conductor. New information received that all lead configurations have no or intermittent capture even at maximum outputs. The patient will be seen again in a few weeks after the patient returns from vacation. A decision will be made at that time how to proceed however surgical intervention is likely. Additional information was received indicates that surgical intervention was performed and the lead was tested on the pacing system analyzer (psa). Impedance measurements from tip to e2, e3, and e4 had measurements of greater than 3,000 ohms and all other vectors had very high to no threshold measurements. The physician attempted to remove the lead but there was too much resistance. Then the physician attempted to access the coronary sinus however it was either closed or thrombosed. The physician determined that based on these findings he feels that there was never a problem with the electrode but rather patient condition. The lead remains implanted but not in service.